Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4). Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, an "autofill failure" alarm sounded when automatic filling was not possible at the start of use. The pump was changed, but the alarm continued and the catheter was replaced. There were no reported consequences or impact to the patient.

Manufacturer narrative:
Corrected section: b1: adverse event/product problem' changed from blank to product problem. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing and one-way valve were also returned. A catheter tubing kink, along with an optical fiber break were observed near the y-fitting at approximately 75.9cm from the iab tip. Additionally, the catheter tubing was also observed to be flattened along its length. This deformation may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink and deformation in the catheter tubing. We are unable to determine when the kink may have occurred, however, kinks and deformations in the catheter tubing may restrict gas passage and result in poor inflation. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record#: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, an "autofill failure" alarm sounded when automatic filling was not possible at the start of use. The pump was changed, but the alarm continued and the catheter was replaced. There were no reported consequences or impact to the patient.